Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending. The lesion was predilated using a non-bsc balloon catheter. A 2.25x24mm promus element plus stent was selected to treat the target lesion; however the device was unable to cross the lesion despite several attempts. When the device was removed from the patient, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified stent damage throughout. The stent was stretched proximally from its mid section. The distal shaft was kinked throughout. The hypotube was kinked at various locations along its length. Shaft kinks are consistent with excessive force being applied to the device during handling/use. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending. The lesion was predilated using a non-bsc balloon catheter. A 2.25x24mm promus element¿ plus stent was selected to treat the target lesion; however the device was unable to cross the lesion despite several attempts. When the device was removed from the patient, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.